Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking tpn through the vent could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9273 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: on a call with the customer they reported that the nurse caring for the baby in nicu noted that mz9273 was leaking tpn through the vent. No known harm to the patient.